Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1885. Pump alarmed 'replace battery 'or 'replace battery now' customer reported receiving replace battery alert/replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions until the replacement arrived. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph. In further full review in the pump history found: low battery alarms on 08/13/2024 at 19:05:00.000 and 08/18/2024 at 16:07:00.000. Replace battery alert on 08/14/2024 at 04:36:00.000. Failed batt/battery failed alarm on 08/14/2024 at 04:39:48.000. Pump passed self test and active current measurement. However, pump received with a high sleep current measurement. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. Swapping out test boards confirms high sleep current measurement is isolated to pcba 2. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case and cracked up, select and down button keypad overlay identified during the visual inspection. Customer alleged confirmed for frequently changed the battery and change the pump's battery 2 times every week according to unexpected low battery alarms in the pump history and pump received with a high sleep current measurement, problem isolated to the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.